Manufacturer narrative:
The act and esc buttons did not respond due to the corroded keypad traces. The insulin pump passed the idle current test. We were unable to perform the run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to a button/keypad anomaly. The pump was received with a minor scratched display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer returned the insulin pump for an unknown reason.